Event description:
It was reported that the left ventricular (lv) lead was able to be inserted into the lateral wall vein, however the lead dislodged and could not be fixed completely. The lv lead was removed and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.